Manufacturer narrative:
The electrodes were returned to zoll medical corporation. Evaluation of the electrodes showed a high voltage wire was found to be detached from the anterior electrode pad. Assessment of the connection point on the returned pads revealed evidence of the wire having been in the snap connector and adhered. This indicates that the wire had been properly assembled and affixed to the pads during the manufacturing process. The wire may have become detached with excessive pulling; however this cannot be firmly established. A retained sample with the same lot number were tested and performed with no discrepancies. This report has been attributed to the detached wire. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, these electrode pads "did not work" while connected to an associated device. No further information was available. Complainant indicated that the patient subsequently expired.